Event description:
It was reported that during an cystectomy procedure, clips failed to fire. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged antiback-up. The analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature being non-functional two partially formed clips were fed. The remaining clips were conforming according to manufacturing specifications. In order to evaluate the condition of the device's internal components, the device was disassembled and the hoop spring was found to be damaged leading the antibackup failure. However, it could not be determined what may have caused the finding. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.